Event description:
It was reported PICC line leaking at entrance site when flushed. Patient¿s infusion pump was alarming occlusion. The infusion line was checked for air bubbles several times and none was present. PICC line was then checked for position and attempted to flush line. There was resistance at first, then it flushed but started leaking at the entrance site. Doctor informed and after assessment and instruction from the doctor, the PICC line was removed. A fracture was noticed in the line. PICC line removed. No other information was provided. Additional information received: drug used: paclitaxel (chemo). Secured with secureacath. Exit site marking 2cm. It was stated there was a delay in patient's treatment. Additional information was received for this event as part of a focus survey. The following additional detail was provided: it is unknown what vein the PICC was inserted into. The exit site marking was 2cm and it was secured with a securacath. PICC was used for oncology treatment (paclitaxel"). There was no interventions for occlusions with this PICC. The leak was identified by pump alarming. Leak was inside the patient at the 5cm mark. Insertion date (B)(6) 2024, reported 22nd april 2024. No xray imaging available. Catheter site was cleaned with chloraprep (3ml, 2% chg in 70% ipa).

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed near the 5 cm depth marker. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC line leaking at entrance site when flushed. Patient¿s infusion pump was alarming occlusion. The infusion line was checked for air bubbles several times and none was present. PICC line was then checked for position and attempted to flush line. There was resistance at first, then it flushed but started leaking at the entrance site. Doctor informed and after assessment and instruction from the doctor, the PICC line was removed. A fracture was noticed in the line. PICC line removed. No other information was provided. Additional information received: drug used: paclitaxel (chemo). Secured with secureacath. Exit site marking 2cm. It was stated there was a delay in patient's treatment.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported PICC line leaking at entrance site when flushed. Patient¿s infusion pump was alarming occlusion. The infusion line was checked for air bubbles several times and none was present. PICC line was then checked for position and attempted to flush line. There was resistance at first, then it flushed but started leaking at the entrance site. Doctor informed and after assessment and instruction from the doctor, the PICC line was removed. A fracture was noticed in the line. PICC line removed. No other information was provided.